Manufacturer narrative:
H3 other text : device is end of life.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device ac module is beeping. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective ac module. The reported problem was confirmed. Based on the information available, device is eol (end of life) and no work performed by philips. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.